Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a sudden increase in thresholds to the current high threshold level. When the patient presented for lead replacement it was noted that capture was inconsistent. The lead has been extracted and replaced. No patient complications have been reported as a result of this event.